Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at site connector. At the time of the event, his blood glucose level was 357 mg/dl which they tried to treat with a correction bolus via pump and would exercise. The infusion set had been used for about 24 hours. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.